Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent minimum fill messages occurred. Reportedly, the cartridge was filled with 270 units of insulin. The customer's blood glucose level was 400 mg/dl, and was addressed by administering a manual injection. Reportedly, the customer added insulin to the existing cartridge and completed the load process successfully.